Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens with a patient reason for explant of "blurred vision." The patient was dissatisfied with his vision. Additional information has been requested; however, further information has not been received.